Event description:
Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, periodontal disease. Roughly 6 months after implant placement, tooth had abcess and fistula. During removal 50% of bucal bone was gone.